Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/13/2019 . The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and indication for device implantation? Onset date of incontinence and urinary tract infections from the index surgical procedure? What type of incontinence, urge or stress incontinence? Has incontinence changed from pre-surgery condition? Is incontinence worse, better, or no change? Were cultures performed for recurrent uti¿s? Results? Please provide dates and results of any medical treatment and/or surgical interventions performed for symptoms (mesh exposure, incontinence, recurrent uti¿s)? Was any deficiency or anomaly of mesh? If yes, please describe it? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient's current status? Other relevant patient history/concomitant medications?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient was experiencing recurrent urinary tract infections and urinary incontinence. The cystoscopy on (B)(6) 2019 revealed no mesh exposure in bladder but full thickness mesh exposure into vagina. Device remains implanted. Additional information has been requested.